Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is on going; no conclusion can be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.

Event description:
Pt implanted with prodisc-l on (B)(6) 2011. Outcome of surgery reported as good and pt pain free. One week f/u, implant had subsided into the endplate of l5. Pt was asymptomatic. Reportedly, pt denied any incidences. This is the 1st of 3 reports submitted on this event.